Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number 31559948l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia cardiac ablation procedure with a qdot micro catheter (lot #: 31559948l) and suffered nausea and a cardiac tamponade treated with a pericardiocentesis and a transfusion. Initially, the report indicated that the anomaly in the contact force occurred. No error number was displayed. (The alert displayed only ¿force missing¿ when it appeared prior to the initial zeroing, and there was no magnetic distortion error). There were no anomalies in the magnetic sensor, catheter display, recognition, temperature sensor, impedance display or the metal interference, except obtaining the contact force. After the qdot micro catheter was inserted into the patient¿s body, when zeroing was performed, the contact force was unable to be set to zero and was continued to display ¿hi¿. Subsequently, the contact force in grams was displayed incorrectly. The cable was unplugged and re-plugged, and when attempting to perform zeroing again, even after pressing the zeroing button, the contact force remained the same as before the initial zeroing and did not change. (The ¿0¿ mark on the cf dashboard did not disappear and was displayed as n/a.) Other zeroing buttons (customized tool bar, preference) also responded with the same behavior, and zeroing was unable to be performed. Timing was over one hour passed after the qdot micro catheter was connected; when the catheter was inserted into the patient¿s body and was in the right atrium (ra). The cable was unplugged and re-plugged. All cables were unplugged from the ngen. The dongle was unplugged from the piu, followed by re-starting the ngen, then reconnecting and replacing the sterilized cables. However, the issue persisted. The issue was resolved by replacing the catheter with another new one. After the treatment for pvc near lv apm was performed, while observing, the patient¿s blood pressure gradually decreased, and the patient¿s condition worsened. Even during the ablation, signs of nausea and possibly anemia were already observed. However, each time, it was confirmed with the sound star eco catheter that there was no effusion on the left ventricular side of the treatment area. Therefore, the patient¿s chronic anemia was suspected, and the patient¿s condition was managed with medication. During the observation, when the rv was checked, cardiac tamponade was confirmed. Drainage was performed. Transfusion was performed, and the patient¿s vitals stabilized. Therefore, the patient returned to the ward, and the procedure was completed. The patient is subsequently observed. After the hemostasis, the echo revealed a slight effusion again. There is a possibility that further drainage may be performed. The physician assessment of the health problem: non-serious (moderate/minor). No extended hospitalization. The physician's opinions on the relationship between the event and the product was that this procedure was for the treatment of pvc on the free wall side of the left ventricle. The ablation and the mapping were performed while confirming the area of interest with intracardiac echocardiography (ice). The physician determined that the cause was not related to the operation with any biosense webster, inc. Products, including the ablation and the ablation catheter. Additionally, since the pericardial effusion accumulated only on the right ventricle side, the physician deduced that the event might have been caused by perforation with the coronary sinus (cs) catheter or during wire manipulation. Cf monitoring methods used were real time graph, dashboard, vector, and visitag. Coloring setting for visitag was tag index. Additional filters for visitag used was impedance drop. Abnormalities were observed prior/during use of the product as initially reported. Additional information was received on 05-aug-2025. The physician¿s opinion on the cause of this adverse event was that since the pericardial effusion was accumulated only on the right ventricle side, the physician deduced that the event might have been caused by perforation with the cs catheter or during wire manipulation. The intervention provided was drainage and transfusion were performed. The outcome of the adverse event was improved. Transseptal puncture was performed. Prior to noting the cardiac tamponade, ablation was performed, and the event occurred during ablation phase. The patient did not require cardiac surgery. Additional information was received on 14-aug-2025. The catheter that had the force issue was the qdot micro / lot #31572849l. Transseptal puncture was performed with kaneka sepnee needle. No evidence of steam pop. The flow setting for irrigation catheter used was qmode below 35w. Both pre/post 4mm/min. The force issue reported under qdot micro / lot #31572849l was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The adverse event was assessed as MDR reportable under the qdot micro / lot # 31559948l.